Event description:
The customer contact reported that the device did not sound an audible alarm tone during an alarm condition. It was reported during demonstration of the device at the user facility, it was noted that the device did not sound an audible alarm tone. There were no reports of any adverse pt events or delays in critical therapies as the device was not used in clinical setting. No add'l info was provided.

Manufacturer narrative:
Testing and investigation found the device did not sound an audible alarm tone during an alarm condition. This was due to the piezo alarm assembly. Further testing by the supplier found a cold solder on the resistor internal to the piezo which disabled the operation of the piezo. The cause of the cold solder joint was due to workmanship issue by the supplier. This report represents all the info known by the rptr upon query hospira personnel.